Event description:
Customer performed a blood glucose test and received a result of 144mg/dl at 7:11am. Customer nurse called paramedics because pt was "out of it." Paramedics arrived around noon and received a result of 26mg/dl. The customer was given d50 through an IV and taken to the hosp.